Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25158. The patient ((B)(6)) has two leads with the same lot number and two extensions with the same lot number. It was reported the patient lost stimulation. Lead diagnostic testing revealed no anomalies and reprogramming did not provide resolution. In turn, the patient underwent surgical intervention. Intra-op lead diagnostic testing identified high impedance measurements with the patient's left lead. As a result, the physician decided to explant and replace both of the patient's leads and extensions which resolved the issue

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25158.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25158.